Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2015 with the following findings: the device was powered on and there was evidence of a dim display. During testing the original keypad complaint was unable to be duplicated. All the keys were responsive. They keypad was removed and there was evidence of contamination under all the key contacts. Unrelated to the original complaint, there was a leak due to a crack in the pump case and there was evidence of moisture corrosion in the battery compartment.